Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): -14-440050(unknown). Associated product information, part (lot): -14-440053(unknown). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the nail was not targeting correctly during a surgical procedure. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.